Event description:
A malfunction on the pump was reported by the customer, who expressed frustration at not being able to resolve the issue immediately. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Eventually, the customer called back, and customer technical support (cts) provided pump reset information. They assisted the customer in successfully resetting the pump, and the malfunction code did not recur. The customer was instructed to call back if the issue returned and acknowledged this advice while continuing to use the pump.